Event description:
The sales rep reported that during a shoulder repair that the customer&apos;s vapr s90 electrode sparked and arced in the patient&apos;s joint space causing the surgeon to experience a mild shock to his hand while holding the handle. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep confirmed that the surgeon was not hurt. The sales rep reported seeing no debris in the joint space. He stated the customer uses the neptune for suction, the generator was set to 240/120, and that the electrode was not reprocessed. The sales rep could not say how long the device was being used when it sparked. The sales rep was not present and had no further information.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is evidence of tissue debris around the tip. The suction tube and the electrical cord have been both cut close to the handle and due to this, it was not possible to conduct electrical or functional test on the device. Under magnification, it was observed that the manifold shows signs of melting between 12 - 3 o&apos;clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier corrective action has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other similar complaint for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a shoulder repair that the customer's vapr s90 electrode sparked and arced in the patient's joint space causing the surgeon to experience a mild shock to his hand while holding the handle. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep confirmed that the surgeon was not hurt. The sales rep reported seeing no debris in the joint space. He stated the customer uses the neptune for suction, the generator was set to 240/120, and that the electrode was not reprocessed. The sales rep could not say how long the device was being used when it sparked. The sales rep was not present and had no further information.